Event description:
While plunging the last cryotop during patient's egg thaw, I could not locate eggs on the device in media. I then noticed that the tip where eggs are normally loaded was not attached to the device. I looked and noticed the tip was attached to a piece of plastic sticking to the forceps used to remove the cap from device. I and another embryologist ii tried plunging the piece of plastic and tip of the device in thaw media to try to locate eggs, but no eggs were seen on the device.